Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem unable to communicate with an electrode belt)) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a bent black pulse wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.